Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End-user reports circumferential peristomal redness under the eakin cohesive seal. Reports effluent starts to ooze under eakin cohesive seal within hours of application causing this peristomal redness. He also reports eakin seals are difficult to remove and that 1 was so difficult to remove that he stripped his skin when removing it and as a result he had a small amount of bleeding from this area. No bleeding noted at this time. He said he is unable to use any sh powder. Instructed on cleansing his peristomal skin with water and mild soap; one without lotions; moisturizers or creams. Instructed if area does not improve or he has any questions to contact us for additional instructions.